Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bradycardia and hypotension. The biopsied lesion was 3cm and in the right upper lobe - anterior segment. The patient had a medical history of paroxysmal atrial fibrillation (a-fib), chronic obstructive pulmonary disease (copd), obstructive sleep apnea (osa), and a 3 cm lung mass. Per the physician, the patient had a myocardial infarction (troponin levels peak at 5.42) and it was unclear if the ion procedure caused the events as the events occurred approximately 3-4 minutes following the needle aspiration and the physician did not know if another modality would have had the same event since the cause was unclear. The hypotension and bradycardia were a new onset for the patient. The hypotension was treated with atropine, epinephrine and cardiopulmonary resuscitation (CPR). The patient went from the bronchoscopy suite directly to the catheterization lab; the patient was negative for coronary artery disease (cad) or air embolism. A post procedure echocardiogram showed a reduced ejection fraction (ef) 30%. The patient was then transferred to the intensive care unit (ICU) and was extubated and discharged home without known disability within 48 hrs. The diagnosis obtained from pathology was the presence of macrophages, leukocytes, parenchyma and/or epithelial cells only (non-diagnostic). A redo of the bronchoscopy was planned. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided at this time, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a 67-year-old male underwent an ion endoluminal biopsy of a 3 cm right upper lobe lesion. Several minutes after a biopsy bradycardia and hypotension were noted which were treated per acls guidelines including atropine, epinephrine and CPR. The patient was taken for left heart catheterization directly from the bronchoscopy suite which revealed no coronary artery disease nor air embolism. Troponin levels peaked at 5.42. The patient was admitted to the ICU, extubated and discharged home without disability within 48 hours. A post procedure echocardiogram was notable for a reduced ef at 0.30. The patient¿s significant underlying medical conditions include paroxysmal atrial fibrillation, copd and obstructive sleep apnea. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%), 5 arrhythmias (0.02%) and 1 myocardial infarction (0.004%). One prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction or arrhythmias. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate o f 0.02% of any arrhythmia and 1 death. Another case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the event was likely related to the procedure including general anesthesia in setting of underlying medical co morbidities and not associated with the ion system, instruments, or accessories. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.